Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found some negative samples had rlus in the 400-500 range, as well as lower positives (500-800 rlus). Pas concluded the increase in positivity was due to improper kit preparation or handling; pas advised to clean the work areas and change gloves often. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua: (B)(4), aptima sars-cov-2 (eua:(B)(4), and aptima sars-cov-2/flu (eua: (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologic product application specialist reported on behalf of customer one sars-cov-2 tma run, wl: (B)(4), on panther instrument sn: (B)(4) which had an increase in positive samples. The wl in question had 39 positives out of 248 samples. Customer retested suspect samples, and no results were reported to patients. Lot number of the assay not provided.